Manufacturer narrative:
Device MFR date unk. Mnav. Rep worked with site and tested system and issue had not recurred. No outcome on pt outcome reported.

Event description:
Medtronic rep reported red crosshairs on the treon system during a sinus case. Toward the end of the case, the stealth would not track. The surgeon said that it was fine as he felt comfortable toward the end of his procedure. The crosshairs appeared to be red about 4 or 5 times as surgeon was navigating. No impact on pt outcome reported.